Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01751 and 3007042319-2015-01752) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
One controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to contamination of the driveline connector by foreign material. The reported event was confirmed via review of the controller log files, which revealed occurrences of electrical fault alarms. These alarms are most likely due to due to contamination of the driveline connector by foreign material. The confirmed malfunction is related to the reported event. The most likely root cause for this event is contamination of the driveline connector by foreign material. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01751 and 3007042319-2015-01752) submitted for devices related to the same event.

Event description:
Information was received from the ventricular assist device (vad) coordinator in (B)(6) that while at home the patient had an electrical fault and therefore came in to the site. A driveline cleaning procedure was performed by the manufacturer's representative on (B)(6) 2015 with further report that the e-faults occurred after waking up and changing the batteries and the electrical fault and high watt alarms continued. Log files confirmed 5 electrical faults and 1 high power alarm. The patient was prepped with enoxaparin and intravenous access. The driveline was inspected; no cloudy wire, dirty connector was observed. The cleaning was performed per manufacturer's procedure in one round with a pump stop of 60 seconds. The controller was exchanged. Per the clinical staff, the patient tolerated the pump-off time well. This is report 2 of 2.